Manufacturer narrative:
Exact date unknown, event occurred roughly six months ago.

Event description:
It was reported that the patient experienced increased charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.